Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included diabetes, ovarian pain, overweight, paratubal cyst and perineal pain. Concomitant products included dulaglutide (trulicity), insulin since 2010, lisinopril and metformin. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), hypersensitivity ("hypersensitivity reaction"), female sexual dysfunction ("apareunia"), arthritis ("arthritis"), polycystic ovaries ("pcos"), hypertension ("high blood pressure"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel allergy"), rash ("rashes"), amnesia ("memory loss"), feeling abnormal ("brain fog"), back pain ("lower back pain") and gastrointestinal disorder ("gastrointestinal disorder") and underwent ovarian cystectomy ("ovarian cyst removal"). The patient was treated with surgery (ablation and salpingectomy (bilateral removal of fallopian tubes), tubal ligation). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, vaginal haemorrhage, menorrhagia, hypersensitivity, female sexual dysfunction, arthritis, polycystic ovaries, hypertension, dysmenorrhoea, dyspareunia, fatigue, alopecia, migraine, headache, allergy to metals, rash, ovarian cystectomy, amnesia, feeling abnormal and back pain had not resolved and the genital haemorrhage, pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower and gastrointestinal disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, amnesia, arthritis, back pain, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hypersensitivity, hypertension, menorrhagia, migraine, ovarian cystectomy, pelvic pain, polycystic ovaries, rash, uterine perforation, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records were received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), hypersensitivity reaction, apareunia, arthritis pcos, high blood pressure, dysmenorrhea, dyspareunia, fatigue, gastrointestinal disorder, hair loss, migraines, headaches, nickel allergy, pain, perforation (uterus), rashes, ovarian cyst removal, memory loss, brain fog and lower back pain. Concurrent condition and concomitant medication were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.